Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that they are having a lot of error messages with their sensor, and they are not receiving any warnings if they have a high or low blood glucose. The customer's blood glucose is unknown. The customer experienced a lost sensor and weak signal alarm. No further information was reported.